Event description:
A physician reported that a 10 cm lap-band suffered a perforation on the belt zone, lost the content, and deflated. The physician noted that the band was well positioned and no postoperative complications associated with this surgery were found.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The reporter does not have the serial number of the device. Based upon the implant date provided by the reporter the connector type is either a taper I or strain relief. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product as this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band sys, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."